Event description:
Customer reported the sensor port is damaged which was discovered during set up, but the customer could not provide the date when found. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the alarm did not confirm the reported issue; the sensor receptacle has no damage and functions properly. However, when the nurse call cable is plugged into the nurse call receptacle and the cable is moved, the nurse call red led light toggles on and off. There is battery leakage residue on the battery flat contacts. The alarm has a not on it stating nurse call connection intermittent. The alarm has been in service for four years. (B)(4).